Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion code failure observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 18.3-19.0cm and 19.3-19.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 23.0-23.9cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. Reliability laboratory technician reliability laboratory technician st. Jude medical crmd reliability laboratory